Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure ode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system patient details were not crossing over. A technical support specialist (tss) attempted to connect to the es server but was unsuccessful, so the tss accessed the system through the application server via remote desktop. After locating the patient¿s information, the tss found the admit status was "unknown" and the visit type was marked as "placeholder." The tss contacted the customer to explain the issue, and upon request, emailed the details. The tss advised the customer to contact the adt (admission, discharge, and transfer) team to resend the admit message with the correct mrn (medical record number). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient details was taking time to cross over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.